Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between july 15, 2024 ¿ july 17, 2024. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed because the bladder was ruptured. No signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that the device leaked sodium chloride into the bag which the device was sealed in. This issue was observed during storage prior patient involvement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - b)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.